Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor on 12 apr 24: 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark). It should be noted that the patient''s anatomy was tortuous. During the procedure, while advancing the benchmark toward the target location, the physician observed under fluoroscopy that the benchmark was fractured at the proximal end. Therefore, the benchmark removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark). It should be noted that the patient''s anatomy was tortuous. During the procedure, while advancing the benchmark to the target location, the physician fractured the benchmark at the proximal end. Therefore, the benchmark was removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.